Event description:
This balloon developed a pin hole leak during preparation for a distal aorta angioplasty. Another balloon was used to successfully complete the procedure without pt complications this device was destroyed by the user facility. Therefore, no failure analysis will be available. Balloon rupture or balloon leak is an anticipated event of angioplasty which has been associated with over-pressurization or use in a highly calcified lesion. However, without evaluating the device co cannot determine the exact cause for this event.